Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been experiencing fluctuating blood glucose levels and they have been making adjustments to their insulin pump themselves. The customer stated that their blood glucose used to be as low as over 40 mg/dl. The customer stated that they find themselves in the rage of over 100 mg/dl but sometimes they would wake up with blood glucose levels of 180mg/dl to 200 mg/dl. Nothing further was reported.